Event description:
It was reported that tubing leaked and unable to flush completely. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Received (1) flotrac - vamp adult kit. Leakage was confirmed at tubing to vamp reservoir stopcock solvent bond joint. Leakage occurred through bond area between tubing and stopcock luer. Bonding solvent did not completely seal off the bond area. Tubing was detached at described location during examination.